Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was concerned their ilet maladapted it doses too much insulin not responding properly to highs. The pump was not connected to his phone, so data had not been synced. A meeting with the trainer was arranged to discuss possibility of maladaptation. No further assistance was needed.